Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The treatment and the patient outcome of the event were not reported. On an unreported date the patient was hospitalized for the event. No further detail was provided regarding if pd therapy was ongoing. No additional information is available.